Event description:
It was reported through a direct call from the customer to the emergency support program during use that the cardiosave intra aortic balloon (iab) had clotted inner lumen due to improper line maintenance. The esp team had her perform proper troubleshooting and the pump was functioning appropriately given the patient¿s clinical picture. The alleged issue was not related to a device malfunction, rather user error. There was no patient harm and injury reported.

Manufacturer narrative:
As the balloon was not returned for evaluation, the exact root cause of the issue could not be determined. However, based on our investigation, the inner lumen was found to be clotted, which was due to improper line maintenance. Troubleshooting performed by the esp team identified the nature of the reported issue and confirmed that the pump was functioning as intended. Therefore, the alleged issue was not related to a device malfunction, rather user error. The clotted inner lumen can occur due to one or more of the following factors: inadequate flushing of the inner lumen. Kink in the inner lumen. Iab remaining inactive/standby for more than 30 minutes. Clotted inner lumen is a blockage of the catheter¿s inner channel, and it is typically caused by blood clot (thrombus) formation within that lumen. When the inner lumen becomes occluded by a blood clot, it can no longer transmit accurate arterial pressure. These conditions may promote a slow blood flow within the inner lumen, leading to thrombus formation and occlusion. Once clotted, the inner lumen can no longer transmit accurate arterial pressure waveforms.